Event description:
It was reported that the insulin pump alarmed button error and an unresponsive keypad. The blood glucose reading was 208 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a cracked belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and minor scratches on the reservoir tube window.